Manufacturer narrative:
(B)(4). It was initially reported the device was returned; however, subsequent information revealed the device returned was associated with another complaint. The device used in this complaint was not returned. If the device had been returned it may have aided the investigation in determining a cause for the experienced event. To ensure the quality of released devices, a sampling of finished devices is tested to verify the functionality of the device. A review of the finished product lot history record did not reveal any manufacturing related nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no other incidents that did not include a mode of failure reported from this lot. Based on the information received with this incident and without the product to examine, a definitive cause for the reported experience could not be determined.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(6), evaluation of the returned device found the plunger was still in the pre-deployed position and there was no slack present on the link. There were traces of dried blood found in the guide and foot area which is an indication that the device was inserted inside the patient but was not deployed. During the investigation, the plunger was deployed and both cuffs were captured. Based on the investigation findings, the device performed according to specifications; therefore, the root cause for this reported event could not be determined. No manufacturing or quality issues were detected. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, an unknown device failure occurred. A second proglide device was used but failed to achieve hemostasis. Manual compression was applied to achieve hemostasis. There were no reported adverse patient sequale. Though requested, no additional information was provided.